Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with button error alarm and intermittent button response due to corroded keypad traces.

Event description:
Customer reported that the paramedics were called to assist customer with low blood glucose at home. Customer's blood glucose reading was 50 mg/dl at the time the paramedics arrived. Customer stated that she had a foot infection, and she over bolus. Nothing further was reported.